Event description:
It was reported that the patient expired. A review of the merlin.net transmission showed stored episodes of non-sustained ventricular tachycardia and non-sustained right ventricular over-sensing during a polymorphic arrhythmia. The implantable cardioverter defibrillator had not delivered therapy due to under-sensing and failure to meet the detection criteria. No device malfunction was alleged, as the clinician believed that the device functioned as programmed.